Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si total hysterectomy for pelvic pain and dysmenorrhea on (B)(6) 2011. Intuitive surgical was provided with the operative report . Additional information provided includes hospital operative and radiology reports there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery]. There was no report of an intraoperative complication. On (B)(6) 2011 the patient returned to surgery to drain approximately 300 cc's of blood from a pelvic hematoma. A small opening of the vaginal cuff was seen and this was helpful for hematoma drainage. The vaginal cuff was also resutured at this time. She was discharged on (B)(6) 2011.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. The patient had a pelvic hematoma which began to drain spontaneously and then actively was assisted by opening the vaginal cuff slightly in the or. The cuff was resutured. There was no further bleeding and the patient had done well since surgery. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.